Event description:
Correction: concomitant device = saber inserter / 287403000.

Event description:
It was originally reported that during implantation, the thread of this saber cage was damaged during insertion and a concomitant device inserter was detached. However, examination of the returned cage found 2 diminutive cracks, approximately 180 degrees apart that extend from the threaded hole to the outer surface of the cage. An expedium single inner setscrew and a second saber cage were also involved in this event. Mfg medwatch report numbers 1526439-2013- 10138 and 1526439-2013-10146 were previously filed for those devices. Concomitant device - saber inserter / 287004000.

Manufacturer narrative:
Examination of the returned cage found 2 diminutive cracks, approximately 180 degrees apart that extend from the threaded hole to the outer surface of the cage. Review of the device history record found no discrepancies. No definitive conclusions can be made. However, it was reported that the cage broke during insertion. The IFU states that correct handling of the implant is extremely important. Polymer/carbon-fiber implants are designed to support physiologic loads. Excessive torque, when applied to long-handle insertion tools, can cause splitting or fracture of the carbon-fiber implants. When a carbon-fiber implant is impacted or hammered into place, the broad surface of the insertion tool should be carefully seated fully against the carbon-fiber implant. Impaction forces applied directly to a small surface of the implant could cause fracture of the implant. At this time, the complaint is considered to be closed.

Manufacturer narrative:
Concomitant device = saber inserter / 287403000.